Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparo/abdominal incisional inguinal hernioplasty. According to the reporter: after the procedure the patient continued to suffer from the pain and fever, which seemed to be a sign of peritoneal irritation. This required the extension of hospital stay for the patient. CT scan images were taken several times, however any abnormal conditions such as damage on gut tract was not confirmed. The doctor suspects a possibility that the abstack15 could have caused the adverse event. Reported the patient current status has become better and is recovered. The operating time was not extended. Nothing fell into the cavity. There was no bleeding. No problem was confirmed by CT scanning in the follow-up. No additional procedures were required.